Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 8atm. The device was simply removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.